Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of firing failure and high drivetrain friction is attributed to damaged I-beam sleeve on the instrument. This damage occurred due to the displacement of the outer tube which resulted in the bunching and tearing of the sleeve during extension and retraction of the I-beam.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have the I-beam sleeve damage. A distal insert was used to retract the I-beam, and the sleeve was found to be damaged. The instrument was placed on an in-house system and found to fail initialization on 3 of 3 attempts. Root cause of this failure is attributed to manufacturing. Additional observation(s) related to customer reported complaint: the instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The instrument was placed on in-house system and found to fail initialization on 3 of 3 attempts. The instrument was unable to be test for its firing abilities. Root cause of this failure is attributed to a damage I-beam sleeve. Partial fire (pf) log review details: procedure type = sadi-s. # of total fires in procedure by inst = 3. # of partial fires in procedure by inst = 1. Reload color installed for pf = sf white 60. Pf completion pct = 48.72%. Firing number of pf by inst in procedure (ex: 1st firing, 3rd firing) = 3rd clamp history of inst in procedure with pf = 3 of 3 completed. The instrument was found to fail during initialization based on in-house testing. The instrument was found to have a high drivetrain friction initialization failure during in-house testing, preventing the stapler from entering into following. There was no initialization failures confirmed in the logs. Root cause of this failure is attributed to a damage I-beam sleeve. The sureform 60 stapler was transferred to the failure analysis engineer team. Initial findings were confirmed. The procedure logs were reviewed and confirm multiple high drivetrain friction initialization failures occurred after 2 attempted fires with this instrument. Logs also confirm one partial fire occurred on the last firing attempt, prior to the initialization failures. Instrument was disassembled and inspection revealed that the outer tube that is seated over the sleeve was displaced. This displacement of the outer tube, likely contributed to the bunching and subsequent tearing of the sleeve and is a result of a manufacturing error. Full disassembly revealed that the I-beam sleeve became bunched at the outer snake wrist tube and at the opening of the distal clevis channel. The sleeve appears to have been torn and became compressed and bunched during the extension and retraction of the I-beam during use. No fragments were observed outside of the I-beam assembly and no pieces appear to be missing. It is likely that the damage and bunching of the I-beam sleeve increased the drivetrain friction detected during the firings, resulting in the partial fires noted during the procedure. Friction became too high and would not pass initialization on the following install. Increased resistance and high drivetrain friction from the damage to the sleeve can prevent the I-beam from extending through the entire length of the reload. The sureform 60 white reload was returned and fa completed their investigation. Fa was able to confirm and reproduce the customer reported complaint. The reload was found to have the knife exposed within the knife track. Log review confirms the reload was/was not involved in a firing failure. The knife was exposed towards the proximal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Common causes of the failure mode exposed component reloads are attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire

Event description:
It was reported that during a da vinci-assisted sadi-s surgical procedure, the sureform 60 stapler did not fire properly. The instrument reclamped but the issue persisted. The customer manually uncranked the instrument but that did not really work either. A staple load was stuck in the stapler with an exposed blade. The user completed the procedure using another stapler with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not fire completely and there was a blade partially exposed. The jaw did not open during the firing sequence. The customer stated that there were malformed staples and the reload had an exposed blade. The reload was stuck on tissue and needed to be manually opened. The customer was using a white reload during the first fire when the issue occurred. The customer used a different stapler to continue the procedure. There was no unexpected tissue removal, and no bleeding observed.